Event description:
It was that during a lar procedure three malformed clips came out when the device was fired in the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.